Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during removal of the device, it was noted that the catheter was sliced in half. Reportedly, part of the device had detached in the ureter of the patient and was retrieved using graspers. The procedure was completed at this time. Additionally, it was suspected that the problem is due to cutting the device from the scope. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.